Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case involves an adult female patient (age ns) who received poly-l-lactic acid therapy (sculptra) sometime in (B)(6) 2008. At both sessions the poly-l-lactic acid was diluted with 6 ml of distilled water + lidocaine (nos). Relevant medical history and concomitant medications information were not mentioned. Sometime in (B)(6) 2009, the patient detected some lumps on her face. The physician described the event as deep hard palpable lumps at the injection sites (cheekbones, nasogenial furrow, but above all, on lip commissures). Some of the nodules were visible. The lumps were inflamed, but not painful. Corrective treatment: triamcinolone (trigon depot) diluted to 50% and injected on (B)(6) 2009. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: possible.